Manufacturer narrative:
The device history record (DHR) for lot 509697x indicates that there were no defects found in 625 samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There was no process or material changes related to the reported condition for this product. The assembly machine was observed in its current operational condition and was found to be functioning within validated parameters. The sheath seating station was functioning as intended. There were 6 samples submitted with this complaint. The samples were inspected for sheath fall offs and fluid leakage per product specification. There were zero defects identified during the inspection. The reported condition could not be confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually and physically examined for complete and proper assembly, sheath fit, and leak tested. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a needle. The customer states the covers are coming off and there is fluid leakage.